Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the product was being used at the beginning of a laparoscopic procedure, the surgeon was able to was press the green button but the device could not be fired. Another handle and reload was used. There was no patient injury.